Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and an empty circle near the time on the insulin pump. The customer stated that his blood glucose has been high for the last few days. The customer stated that he has not contacted his health care provider. The customer stated that he only treated his high blood glucose readings with the pump. The customer stated that he has changed out his reservoir set and insulin. The customer declined to troubleshoot for high blood glucose readings.